Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: l65248, serial#:, implanted: (B)(6) 1999, explanted:, product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 19-may-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that in the last 7-8 months, a power on reset (por) message kept popping up, and then it goes away. Sometimes it popped up and then the recharger shuts off. For about the last two years, the patient has been having to charge every week and it used to be every 3 weeks. During the call, the programmer or recharger did not show the por message. The patient was not sure if the issue was related to an issue with the lead. In 1996 or 1998, the lead inside her quit working and she had scar tissue. When the ins was replaced in 2015, the hcp said only 2 of the electrodes worked. The patient did not understand why the leads were not replaced at that time.